Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again.